Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient observed a power on reset (por) message. Therapy had stopped due to the por. The patient reported that when she attempts to turn on the ins on, she gets and informational por message. This issue first occurred (B)(6) 2020. Steps for clearing the por with the patient programmer were reviewed and the por was successfully cleared. No further complications were reported/anticipated.